Event description:
It was reported that occlusion alarms occurred. During troubleshooting with clinical support, it was reported that the customer was using supplies longer than labeled usage and not cycling cartridge. Clinical support informed customer to change supplies every 3 days and cycle cartridge. Customer was able to resume insulin delivery after changing pump supplies.